Manufacturer narrative:
Continuation of d10: product ID: 3389-40, lot# va2n6vb, implanted: (B)(6) 2023. Product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2023. Product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2023. Product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance measurements were within range from the time of implant up to sometime in april. The parkinson nurses started realizing a fluctuation in impedances from april to now. The session reports showed: on apr-11, left subthalamic nucleus (stn) monopolar contact was 2,029 (!). On may-4, left stn monopolar contact 3 was 2,128 (!) And right stn monopolar contact 10 was 2,008 (!). On jun-12, right stn monopolar contact 8 was 2,155 (!).  There were no factors that may have led or contributed to the issue. The nurses monitored impedances regularly every month. The patient stated they are not benefiting from dbs therapy. They will be going for an MRI/CT scan. The issue was not resolved. Additional information was received: it was reported that there was no intervention that took place as the patient had the full dbs implant in february and fluctuating impedances started occurring in april. The patient didn't proceed with the scan as the hospital noticed the impedances were out of range before the scan and decided against it. The cause of the impedances was unknown but no further actions/interventions would be taken. The patient noted they had some tingling sensation over their upper limb.